Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 397 (mg/dl). The customer changed out infusion set supplies and delivered a bolus via the pump to address bg level. In addition, the customer reportedly delivered too much insulin via the pump to correct for the high bg level the customer had been experiencing that day. The customer's bg level lowered to 45 (mg/dl). Candy was consumed to address bg level. A recommendation was made for the customer to discuss fluctuating bg levels with the healthcare provider.